Manufacturer narrative:
This report was received from a literature article. Literature article: manani, s., m., baretta, m., giuliani, a., virzi, g., m., martino, f., crepaldi, c., ronco, c. "Remote monitoring in peritoneal dialysis: benefits on clinical outcomes and on quality of life". Journal of nephrology. (2020) 33:1301¿1308. Https://doi.org/10.1007/s40620-020-00812-2. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 73 automated peritoneal dialysis (pd) patients. An unspecified number of patients experienced peritonitis. The cause and treatment for the event were not reported. It was reported that unspecified number of patients required an urgent care visit or hospitalization for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.